Manufacturer narrative:
(B)(4). The rt203 is not sold in the USA but is similar to a product that is sold in the USA. The 510(k) number for the similar product is k983112. Method: the inspiratory limb of the complaint breathing circuit was returned for testing. The breathing circuit was checked for bent or broken heater wire pins. Results: the inspiratory heater wire pins were split, preventing full insertion of a heater wire adaptor. A lot check could not be performed as the device lot number was not provided. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. Damaged pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that one of the heater wire pins on an rt203 breathing circuit was found to be split. The split pin was observed prior to patient use.